Manufacturer narrative:
The event was reported to have occurred in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink chemotherapy set would not flow during prime. The reporter stated that the set had been prepared and primed; however, during the final check prior to connection with the patient, no flow was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: device available for evaluation?, device evaluated by MFR?, device manufacture date, evaluation codes. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by gravity priming the device. The device was found to operate per specification with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.